Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure when the right ventricular lead was connected to the pulse generator, no device output was noted. The device was no longer used and replaced.